Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hypeglycemia with two infusion set event on(B)(6) 2025. The infusion set was in use for one hour. The blood glucose level was 426 mg/dl and the patient was treated with insulin pump. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.